Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred after filling a large volume folfusor with sodium chloride. The reporter stated that instead of filling the elastomer reservoir, the sodium chloride pores besides the elastomeer reservoir into the housing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured december 15, 2015 ¿ december 16, 2015. The device was received for evaluation. Visual inspection noted a pool of liquid inside the housing, indicating leakage had occurred. Functional testing identified a leak. Further examination revealed that the film-wrap was missing. The reported condition was verified. The cause of the leak was the missing film-wrap; the reason for the missing film-wrap could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.